Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that a low cartridge warning had been emitted by the pump but was not recorded in the alarm history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 10/10/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s alarm history revealed a low cartridge warning; data in the pump¿s black box from the date of the alleged event was unavailable due to continued pump use. The pump was exercised to elicit a low cartridge warning, and the pump warned for a low cartridge appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.